Manufacturer narrative:
Tandem's user guide indicates to not overfill the cartridge as "the maximum cartridge fill amount is 300 units." No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer noticed insulin leaking out of the cartridge. Customer initially filled the cartridge with 265 units of insulin. Reportedly, the bag burst after an additional 40 units of insulin was added to the cartridge. Customer's blood glucose level was not impacted. Customer was able to load a new cartridge successfully and resume insulin delivery.